Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) provided the analysis report to the health care professional (hcp) and recommended replacement of the device. To date, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) provided the analysis report to the health care professional (hcp) and recommended replacement of the device. To date, this s-ICD remains in service. No adverse patient effects were reported. According to the additional information, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.